Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited an oversensed episode; no inappropriate therapy was delivered.